Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Patient's coumadin dosage was changed based on the lab result. No adverse event reported. Requested return of suspect system; however, the suspect strips have been used up and discarded. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.